Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported intravenous pump alarmed which was not reproduced during evaluation. Screen stated system error. Turn pump off/on. Pump was restarted and tried to use. Alarm sounded and screen again stated system error. System error 345 message were verified through a review of the event history log. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error, screen stated turn off/on. The facility pharmacist responded that the problem was found in acute care area. The intravenous (IV) fluid being infused was sodium chloride IV fluid with the rate of 150ml/hr. The problem did not cause an over infusion/ under infusion. The pump prompted the user to turn off/ on after the system error message occurred. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.